Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that the system did not recognize the airtrap after the suk was exchanged. The sensor holes were cleared. No information is available on the outcome of the patient or how the therapy was continued after the system failure. This issue occured during powering on the device. No patient consequences were reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The reported complaint of the console not recognizing the airtrap was not confirmed during functional testing. The console was functionally tested and the reported complaint could not be replicated. The probable root cause is drop of liquid in one of the sensor tunnels which dried up over time. The console event log was reviewed and found airtrap irregularities on 10/5/2016. Preventative maintenance was performed and the console passed all tests criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).